Manufacturer narrative:
(B)(4): the actual device was returned for evaluation. Visual inspection was performed and the cannula cap was properly attached to the cannula tabs. Functional test was performed and the device worked as intended. The device delivered and piloted straps properly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used to fixate mesh. During tacking of the mesh, one strap did not penetrate the mesh fully and it let go. Then the white tip of the device came off. The white tip did not fall into the patient and the surgeon was able to remove the loose strap from the abdomen. Another like device was used to fixate the mesh. There were no adverse consequences to the patient.